Manufacturer narrative:
Device passed selftest however, unit received pump error 43 during rewind due to corroded motor home switch. Unable to perform displacement test, prime or seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 43. Device tested outside the pump and received pump error 43 at rewind. Device received with corroded electronic assemblies.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. The customer also reported that they were able to clear the alarm but unable to rewind the insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.